Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv0693 showed no other similar product complaint(s) from this lot number. Mw5075016.

Event description:
It was reported that week into treatment the PICC became occluded and had to be "vigorously flushed" with saline and heparin with each infusion.